Event description:
Patient underwent robotic assisted laparoscopic sigmoid resection. Six days later sent to operating room for an anastomotic leak, end result was colostomy. Pathology specimens examined. Staples were not in the proximal colon/anastamosis as expected but in the rectal stump specimen. No evidence of ischemic bowel. Reference MFR # 3005075853-2017-02297.